Manufacturer narrative:
Alleged failure: dirt adhered to the product. The failures identified in the investigation is consistent with the complaint record. The probable root causes could be the was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.